Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that during an implant procedure, the physician could not get the lead to fit into the connector properly. The device was not implanted. No patient complications have been reported as a result of this event.